Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that low, out of range pacing lead impedance was observed. The patient was asymptomatic. No intervention was performed. The patient was doing fine and will continue to be monitored.